Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the there was "some sort of gel" inside of the syringe. The complainant reported that it did not look like what is normally provided.

Manufacturer narrative:
Received 1 syringe with the original packaging for evaluation. The reported event was confirmed as cause unknown. During the visual inspection, it was noted that the lubricant syringe had a yellowish color in the lubricant. Only the syringe was returned and all other components of the tray were missing. The syringe was noted to have been used. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use."

Event description:
It was reported that the there was "some sort of gel" inside of the syringe. The complainant reported that it did not look like what is normally provided.